Event description:
There was a report that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait at least 30 minutes to see if the pump would begin charging, and follow-up by technical support was arranged. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.